Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device did not open and the vessels were immovable. The vessels were clipped on both sides and the device was excised. There were no adverse consequences to the patient.